Manufacturer narrative:
Date of birth: unknown, birth year is (B)(6). As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that an inflatable penile prosthesis (ipp) cylinder had burst and the patient had a big lump on his penis when he was inflated. All components were explanted and replaced.